Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical japan. The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The dock connector board, processor/bridge/pace board, monitor board, and front enclosure were replaced as a precaution. It's noteworthy to mention that a loose screw was found in the device during internal inspection. No trend identified related to similar event data.